Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.